Event description:
Patient arrived to clinic on (B)(6) 2023 with noted damage to external portion of implanted driveline and modular cable with kink. Modular cable replaced. Rescue tape applied to external portion of implanted driveline.